Event description:
The customer called and started that the driver arms are stuck and was unable to remove the reservoir from the pump. At that time, the customer was advised that a replacement will be sent and to revert to manual injections per md protocol. No further details.